Manufacturer narrative:
He device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that while removing the cast, the pt stated that the blade was hot. The customer allowed the unit to cool and then completed the removal of the cast with the saw. No medical intervention was required and no adverse consequences.